Event description:
It was reported that; pt is having pain in the surgical area. Pt is also complaining about lack of mobility. Pt spoke with a (B)(6) at the doctor's office to set appointment to have the blood work and MRI done.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.